Event description:
Thirty-six year old female had implants placed in 1989. Implants removed 10/3/94 due to baker's ii/iii contractures, pain and systemic symptoms. Implants were intact at time of removal, however, there was significant gel bleed through the silicone membrane. The polyurethane had been incorporated into the surrounding fibrotic capsular breast tissue.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.